Event description:
During closed suctioning, saw piece of plastic tubing attached to end of suction catheter; found to be broken off piece of suction catheter. Catheter was barely attached and sideways; broken completely as being withdrawn.